Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on: on (B)(6) 2007 patient presented with following pre-op diagnosis: discogenic back and leg pain. Operation: provocative discogram. On (B)(6) 2007 patient presented for office visit because of persistent back and leg pain. On (B)(6) 2007 patient presented with following pre-op diagnosis: central disc herniation lumbar instability l4-l5, l5-s1, lumbar radiculopathy. Operation: lumbar fusion l4-l5, ls-s1 using spine exposure, minimally invasive xlif approach from the left and retroperitoneal for l4-l5 and retroperitoneal approach anteriorly at l5-s1. Interbody fusion using peek interbody fusion cage and bone morphogenic protein at l4-l5 and lordotic cages with bone morphogenic protein at l5-s1 with bilateral percutaneous pedicle screw fixation l1 to s1. Per-op notes: the trials were used to try to distract the disc space and use the right size, the ultimate size was the 10 mm height cage x 18 mm ap dimensions x 50 mm width. This was a peek cage packed with rhbmp-2/acs . It was placed from last side all the way across the right side cage was tight and secure in very good position. Excellent position confirmed on final ap and lateral fluoroscopy. The degenerative herniated disc was removed, all the way back to posterior longitudinal ligament. The segment was unstable; it was distracted up to the 16 non lordotic distraction wedge. Distraction was maintained by placing the drill tube through the interspace. The disc space was reamed to the posterior margin, residual bone removed with disc biters. The cages were then placed, they were 20 mm length by 60 mm in diameter titanium threaded cages, lordotic cages, packed with rhbmp-2/acs. Two cages were placed one on each side, they were tight and secure, in very good position. Other implants used cannulated multiaxial screws. On 19 aug 2007 patient presented for follow up visit. On (B)(6) 2007 patient presented with history of lower back pain. Impression: stable appearing l4 through s1 anterior and posterior fusion. On (B)(6) 2007 patient presented for visit with problems of leg, back and hip pain. On (B)(6) 2007 patient underwent lumbar CT. Impression: normal post-operative appearance after l4-5 and l5-s1 diskectomies/interbody and posterior fusions. On (B)(6) 2007 patient presented for office visit. A lumbar CT scan shows a good bone fusion taking place through and around the cages at l4-5 and l5-s1 with very good position of the instrumentation. On (B)(6) 2007 patient underwent MRI cervical spine. Impressions: minimal central protrusions c4-5 and c5-6 discs. Straightening in the sagittal sequence from the c4 to the c6 levels related to muscle spasm. On (B)(6) 2008 patient presented for office visit with low back pain. She has a lot of odd symptoms in her right arm with pain, pressure, numbness and tingling diffusely throughout her hands as well as sensations of tight muscles and ligaments. On (B)(6) 2008 patient underwent electromyography and nerve conduction studies. Impressions: normal nerve conduction study done in the right upper extremity. Normal needle emg study done in the right upper extremity. On (B)(6) 2008 patient underwent thoracic MRI. Impression: minimal central protrusions t3-4 and t4-5 discs. On (B)(6) 2008 patient presented for office visit with severe neck and low back pain. She complains of numbness and tingling in her right hand. On (B)(6) 2008 patient underwent lumbar spine x-ray. Impressions: normal post operative exam after l4-5 and l5-s1 diskectomies and interbody/posterior fusions. On (B)(6) 2008 patient presented for office visit with problem of neck pain. On (B)(6) 2008 patient underwent lumbar CT. On (B)(6) 2008 patient underwent CT lumbar spine. Impressions: normal post operative appearance after diskectomies and interbody fusions at the l4-5 and l5-s1 levels, and posterior fusions at l4-5 level on the right and l4-s1 level on the left. On (B)(6) 2008 patient presented for office visit with problem of lot of low back pain. On (B)(6) 2008 patient presented for office visit with complains of pain on the right side. On (B)(6) 2008 patient underwent MRI cervical spine. Impression: slight bulging of the c4-5 and c5-6 disc. No other abnormalities are demonstrated. On (B)(6) 2008 patient presented for office visit. On (B)(6) 2008 patient presented with following pre-op diagnosis: pain from pedicle screw instrumentation l4-si on the left, l4-5 on the right, lumbar radiculopathy. Operation: removal of pedicle screw instrumentation l4-s1 on the left, l4-5 on the right. Per-op notes: locking nuts were removed, as were the rods and screws on each side. The screws from l4-s1 on the left were removed and ls-4 on the right. The l5 screw on the right had loosened. Solid fusion was present on pre-op.